Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the device alarming due to very low fio2 (fraction of inspired oxygen) readings was confirmed through a review of its electronic records, but was not duplicated during testing. Ventec replaced the oa2 board to resolve the potentially intermittent issue. Proper device operation was then observed through functional and performance testing. The investigation determined that it's reasonable to conclude that the root cause of the reported issue was the oa2 board.

Event description:
It was reported to ventec that the ventilator provided an alarm indicating very low fio2 (fraction of inspired oxygen) readings. There were no reports of patient involvement associated with the reported event.